Event description:
It was reported that during implant of the right ventricular (rv) lead the distal end of the coil unraveled upon insertion through the 9french sheath. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the right ventricular exposed defibrillation coil was pulled/stretched/overstressed. It was noted that there was blood on the distal electrode and the lead appeared to be damaged at implant. Concomitant products 5068 implantable pacing lead (B)(6) 2000; addr01 implantable pulse generator (ipg) (B)(6) 2008. (B)(4).